Event description:
The user facility reported to olympus that the evis exera lll colonovideoscope tested positive for microbial contamination during a routine culture of the scope. All channels sampled tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process. Water is aspirated through the instrument / suction channel. The air/water channel is flushed. No detergent is used for pre-cleaning. The instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/areas around the forceps elevator are manually cleaned with mediclean detergent, using a vytil nova¿clean brush. A non-olympus, cantel laveur isa automatic endoscope reprocessor (aer) is used with intercept detergent and rapicide a+b disinfectant. The scopes are stored vertically in an as300 drying cabinet. Olympus is the maintenance company. The aer was reportedly tested; however, the results were not provided to olympus. After the device was returned to olympus, it was sent out for additional testing. We are awaiting the results. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation and investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as the plastic distal end cover insulation out of range and had scratches, dents, and chipping. There was a cracked light guide lens, the adhesive worn out, cuts on the switch key, a wrinkled universal cord, a loosen scope connector water mouthpiece and angulation issues. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.